Event description:
The facility reported product problem, during priming process the nurse noticed a cut in the tubing 4" below the blue clip. Tubing was not used, and there was no pt contact. Although attempts were made by baxter, details were not available regarding add'l contact info, pt demographics and medication involved.